Event description:
It was reported that during initial implant procedure, the right ventricular lead exhibited poor sensing and high impedance. Attempts at repositioning the lead did not resolve the issue. The lead was removed and replaced. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.